Manufacturer narrative:
The insulin pump was received with a fading display due to corroded electronic assembly. The motor assembly was found corroded. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched lcd window, case and keypad overlay. No corrosion found at the battery tube per visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and got exposed to moisture. The customer reported that there was water in the battery compartment. The customer's blood glucose was 88 mg/dl at the time of incident. The customer stated that the insulin pump had a crack. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.